Manufacturer narrative:
The customer's accu-chek softclix lancing device was received for investigation. No lancets were returned. The device was tested with test lancets (lot u21a7) at all different pricking depth settings, for each attempt needle was correctly retracted, ejected and produced a puncture hole. The lancing device was disassembled for investigation, but no abnormal attribute was found which could verify the customer allegations. The lancing device worked in accordance with specifications and has no damage. The failure could not be confirmed during investigation. No malfunction or defect was observed during testing. Medwatch fields were updated.

Manufacturer narrative:
(B)(4).

Event description:
The customer stated the accu-chek softclix pen was broken and the lancet did not retract. The needle was sticking out of the device. He confirmed the lancet was placed correctly in the softclix pen. The lancet lot number was 10517120 with expiration date of 30-apr-2021. There was no allegation of an adverse event. The suspect pen and lancets were requested to be returned for investigation. Replacement product was sent.